Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The patient's implantable cardiac monitor exhibited a false positive pause episode. Loss of tissue contact in the pocket was suspected. The patient was stable, and will continue to be monitored.